Manufacturer narrative:
There were multiple devices in use simultaneously, which would not be expected to present a problem, but the initial investigation shows there may have been some interaction between devices since the ECG pod battery does not posses enough capacity to result in the patient injury. Details about the event are as follows: device 1: patient was under gas anesthesia. They were intubated and had a special mask that the patients head sat in to allow them to be prone and not compromise the patient's airway. They reported that these airway devices are just plastic. Anesthesia machine in use was a ge / datex gas machine. This was plugged in and in use. Device 2: iradimed 3880 vital sign monitor. Iradimed 3881 epod for ECG ECG lead wires were partially on the patients back and partially on the patients front. The patient was laying on these leads and they were on the patients front: rl, ll, la, v the ra electrode was on the patient's back due to a "port" that was in the patient. Pulse ox was also on the patient finger with the pod routed down by the patient's foot device 3: boston scientific cryoablation device just pushes frozen "nitrogen" into the tissue. This was on its own cart and not on the patient. This was also plugged into the power. Device 4: CT scanner where the patient was laying in the prone position on. Patient injury did not require medical intervention beyond neosporin and a bandage. User reported that after the event, the pod battery would not charge, and that the pod would not turn on, but upon return to iradimed, it was fully functional. The user cleaned the pod following the event, and it is believed that this cleaning may have eliminated a potential short between the battery charging contacts on the pod. A final report will be added when the investigation into this event is complete. No additional information has been available from the original customer at this time.

Event description:
Patient was undergoing a CT exam for cryoablation of the liver and using an iradimed 3880 patient monitor with ECG monitoring. Patient was under gas anesthesia, intubated, and in the prone position, face down on the CT table. Anesthesia machine was a ge / datex device that was plugged in for power. Cyroablation device was a boston scientific device that pushes nitrogen into the tissue to perform cyroablation. This device was also plugged in for power. Iradimed 3880 vital signs monitor was also in use with a wireless ecgconnection to the monitor. It is not known if the iradimed 3880 was powered by battery or a power plug connection. The wireless ECG pod is only powered by battery only. The ECG leads were partially connected on the patient's chest, and partially connected on the patient's back due to a chemo port on their chest being in the typical lead location. During the procedure, the patient received a burn under the ECG pod that was bigger than a nickel, but smaller than a quarter in size. The patient was treated with neosporin and a bandage. No further medical intervention was required.